Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an adverse event occurred with an enteral feeding pump. The customer reports the patient was overfed greater than 800ml. Volume to be infused was set to 1300ml at 65ml/hr. The actually volume delivered was 2100ml when they found an almost empty bag at 7:00am. The feeding bag was changed at 12 midnight. Which, according to calculations residentâ¿¿s feeding bag should not require a change. Feeding starts at 10am at 65ml/hr x20hours. Patient was being fed by g-tube with a kangaroo epump enplus with flush bag, item number and lot unknown. It is unknown how long the set was being used prior to the incident. Formula was fibersource. The patient was transferred out to acute for treatment and evaluation. Diagnosis was pneumonia unspecified; needed aspiration. The patient has since returned to the facility.

Manufacturer narrative:
Submitted: 9/18/2017. An evaluation of the kangaroo joey pump was performed for the reported condition of under/over delivered; outside accurate limit. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the patient was overfed greater than 800ml. Volume to be infused was set to 1300ml at 65ml/hr. The actually volume delivered was 2100ml. Issue was noticed when they found an almost empty bag at 7:00am. The feeding bag was changed at 12 midnight. Which, according to calculations by the customer, the resident's feeding bag should not require a change. Feeding starts at 10am at 65ml/hr x20hours. Patient was being fed by g-tube with a kangaroo epump enplus with flush bag, item number and lot unknown.it is unknown how long the set was being used prior to the incident. Formula was fibersource. The patient was transferred to acute for treatment and evaluation. Diagnosis was pneumonia; needed aspiration. The patient has since returned to the facility.